Manufacturer narrative:
Follow-up # 1 ¿ (08/15/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) 2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: error message 4, 3, and 2 are observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. It is not known what medication, if any, the patient takes to manage her diabetes. On the morning of (B)(6) 2014, the patient stated she had less food/drink in response to the alleged issue. The patient claimed, in the afternoon that same day, she developed symptoms of ¿cold sweat, nausea, and disoriented¿. The patient stated she tested her blood glucose and obtained a reading of ¿42 mg/dl¿ with her friend¿s meter (unknown type). The patient self-treated with food and/ or drink. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.